Event description:
The patient reported that the battery in the device was "bad" and in need of replacement. Follow up was conducted to determine if the patient allegation was related to device malfunction, and follow up resulted in confirmation that the device needs to be replaced. However, there was no resolution to the reason for replacement. Records indicate that the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.